Event description:
It was reported that the pump was alarming for a day and a half at the time of the initial report. It was stated initially that a critical alarm was heard, and then clarified that the patient had heard ¿just one beep,¿ five times. Alarm not confirmed. Patient was looking for a new healthcare provider (hcp) to manage the pump as she had ¿broken off¿ her contract with her previous hcp. The patient experienced the shakes and the jitters and felt ¿like crap.¿ she had gone to the emergency room (ER) but stated that ¿hospital kicked me out and told me I was nothing, but a junkie.¿ the ¿low reservoir date was the tenth,¿ the month was not reported. The system was used to infuse dilaudid. It was reported that the patient¿s primary care provider (pcp) could ¿help¿ the patient ¿in the interim¿ and help the patient find a new pain management doctor. The last refill was ¿about two and a half months ago¿ and the pump had been alarming for five days. It was stated ¿it¿s getting worse and worse and worse,¿ the patient was ¿going crazy,¿ she was ¿starting to see that¿s not there,¿ was ¿freaking out¿ and had ¿a horrendous amount of pain.¿ the pcp told the patient ¿I can¿t do that ,¿ (it was unclear what the pcp was unable to do) stating it was beyond his scope and instructed the patient to go to the emergency room (ER). The patient went to the ER as reported above. The patient¿s ¿worst fear is letting anything happen with the pump, letting it go dry getting too low, going through withdrawal.¿ on (B)(6) 2013: it was reported the patient¿s primary care doctor had indicated the patient was on a very high dose of oral medications. Three health care providers had been recommended to the patient and none of them would reportedly take her. It was reported that the patient's pump had been alarming since (B)(6) 2013 and had been empty for a month. The patient had been admitted to the hospital four times since then. One time the patient was having severe withdrawal symptoms and was in ¿horrendous pain¿. The patient continued having issues finding a new doctor to address the pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).